Event description:
The patient reported the distal tip of one lead is close to eroding through the skin. Antibiotics were prescribed, a revision procedure was performed on (B)(6) 2023 to bury the lead deeper in the tissue to prevent it from erosion, and the incision was cleaned and closed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, inadequate fixation and the patient going through an MRI have been ruled out as potential causes. However, the device was implanted at an off-label location (occipital). Additionally, the patient has a manual job and they routinely carry rolls of carpet over their shoulder. A curonix representative conducted a review of sterilization and packaging records for the respective product lot. Curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is due to off-label use as the device was implanted at the occipital nerve (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low, thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.